Event description:
Per the clinic, the patient developed recurrent infections and a skin flap breakdown. The implanted device was subsequently removed on (B)(6) 2013. Reimplantation is not planned as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Correction: the implanted device remains and was not explanted (B)(6), 2013 as previously reported. The abutment was removed (B)(6), 2013 and there are no plans to replace the abutment. The implanted device remains. The device is unavailable for analysis.this report is filed july 2, 2013.

Manufacturer narrative:
(B)(4)